Event description:
The customer reported to olympus that when using the evis exera ii ultrasound gastrovideoscope, the channel was leaking. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the acoustic lens was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Due to a pinhole on ch-tube, water tightness was lost and the number of missing element exceeded the standard value, due to peeling of acoustic lens. Further inspection findings: due to wear of the lock engagement lever, up/down knob could not be locked securely, the grip had a scratch, scope connector-cover was deformed, air/water-cylinder had discoloration, suction-cylinder had discoloration, due to the guide pin of the electrical-connector was shaved, water tightness was lost, due to damage on ultrasonic cable, displayed ultrasound image was defective, the acoustic lens had a chip, the adhesive around light guide lens had wear, the adhesive on bending section cover had wear, due to deformation of bending tube, connection between bending section and connecting tube was not secured, the connecting tube had coating peeling, the connecting tube had a scratch, due to a dent on bending tube, bending angle in up direction exceeded the standard value, due to wear of k-wire, the forceps raising angle did not meet the standard value and the channel-tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the adhesive of the lens peeling off is likely due to handling. The event can be prevented by following the instructions for use (IFU) which state: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.